Event description:
It was reported by the customer that a pyxis medstation es system had a issue with showing patient status. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system had a issue with showing patient status. A technical support specialist found that someone had sent preadmit message although the patient was already on admit status. The system functioned as intended after the technical support specialist troubleshot the device.